Event description:
A customer reported that their AED's asi is blank, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
This AED's battery pack nor its electronic log files were returned and thus the root cause could not be determined. The maintenance activities for this AED was not known so as a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.